Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. Two days later, the patient presented with return of left leg pain and numbness. The investigator noted the event as mild in intensity. Neurontin was prescribed. Awaiting follow up. The outcome of the event was continuing with treatment. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as a questionable recurrent disc herniation.